Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/25/2013 with the following findings: the keypad button symbols were found to be worn; however, there was no damage observed to the keypad cover. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found all key contacts. Unrelated to the complaint, evaluation revealed a damaged audio bolus button cover. During testing, the audio bolus button was intermittently unresponsive and required increased force to engage. The audio bolus button cover was removed and the internal plug contact was found to be contaminated and misaligned. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment at the opening of the battery chamber extending down to the primary seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).